Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophageal tract during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noted that balloon popped while doing dilatation. The procedure was completed with another cre fixed wire dilatation balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) . The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.